Event description:
The customer reported via phone call that she was hospitalized with high blood glucose over 500 mg/dl. Customer stated that her blood glucose was 250 mg/dl and the infusion set was not sticking. She changed it and her blood glucose went high prior to eating, she was at 500 mg/dl. Customer had an infection and pain in her stomach for about a year and when she went to the hospital she was told she had esophagus ulcers. The customer was wearing the insulin pump at the time of hospitalization. The customer decided to revert to manual injections and has been off insulin pump therapy since the hospitalization and refused to going back to using the device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.